Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery. During an angioplasty procedure, a guidezilla guide extension catheter was used to deliver a non bsc stent to the lesion. However, the non bsc stent was stuck in the upper part of the guidezilla and could not enter in the guidezilla after several attempts. The physician opted to remove the stent. Upon removal of the stent, the struts of the stent were completely pulled apart. Subsequently, when the physician removed the guidezilla guide extension catheter from the patient, the guidezilla broke into two parts: the extension tube on one side and the metal sheath on the other side. The procedure was completed with another with same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube and distal shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip and was within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a separation of the shaft. Microscopic inspection revealed that the ptfe was completely pulled out from the collar and attached to the distal shaft. Microscopic examination found no irregularities or defects in the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery. During an angioplasty procedure, a guidezilla guide extension catheter was used to deliver a non bsc stent to the lesion. However, the non bsc stent was stuck in the upper part of the guidezilla and could not enter in the guidezilla after several attempts. The physician opted to remove the stent. Upon removal of the stent, the struts of the stent were completely pulled apart. Subsequently, when the physician removed the guidezilla guide extension catheter from the patient, the guidezilla broke into two parts: the extension tube on one side and the metal sheath on the other side. The procedure was completed with another with same device. No patient complications were reported.